Event description:
It was reported that the 9800 system would not fluoro and had a high ma error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank, high voltage tube, and backplane were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.